Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that as reported, the tip of the probe is slightly bent. However, with markers attached and fully seated, the probe returned good geometry and divot error readings. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the tip of the ball probe was visibly bent. It was reported that the instrument was not used for subsequent procedures at the site. There was no patient present when this issue was identified. No additional information was provided.